Event description:
It was reported that a routine remote monitoring transmission showed the right ventricular (rv) lead had high impedance. The patient was brought to the clinic for evaluation and a lead fracture was suspected. It was also reported that the rv lead had a rising threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that a routine remote monitoring transmission showed the right ventricular (rv) lead had high impedance. The patient was brought to the clinic for evaluation and a lead fracture was suspected. It was also reported that the rv lead had a rising threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing capture threshold was high. Also, the diagnostics and/or data collection had been cleared. The analyst also commented that there was a ventricular lead reset on (B)(6) 2012 which coincides with the day of explant. This reset cleared out the impedance trend, so it was unable to confirm impedance complaint.